Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if addtional information is received, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
A report was received from the USA, stating that the device had damaged neuro tip. It is unknown if the device was being used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.